Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional event description was received that reports "the 5.5 pump was explanted successfully. I was not present during the explant. I confirmed with our clinical, (B)(6), who was present, and he stated that the pump was discarded by hospital staff."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their impella 5.5 pump's placement signal waveforms were elevated and erratic. All other parameters at baseline and within normal limits, with no active alarms. No patient harm has been reported.